Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI #: (B)(4).

Event description:
The international customer indicated the power source symbol on the v60 unit alternately switched between ac and battery when the patient coughed. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. The service technician duplicated the reported problem. The power supply was replaced to resolve the issue.